Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is available for reporting. Additional device product codes are gff, gfa, and hsz. Other number¿(B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a surgical hips dislocation femoral neck osteoplasty procedure on (B)(6) 2016, the drill bit broke towards the middle while drilling the bone. The broken piece of the drill bit was left in the patient¿s bone and the other piece was retrieved. No additional fragments were generated as a result. The surgery was completed successfully with no surgical time delay. Patient status following surgery was reported as stable. This report is 1 of 1 for com-(B)(4).